Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump kept suspending delivery due to sensor discrepancies. Their sensor reading was 40 mg/dl while their blood glucose was over 300 mg/dl. The customer reported they had a high blood glucose level of 333 mg/dl. Troubleshooting was not performed. The call was dropped. The product will not be returned for analysis.